Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer was lethargic, could not speak, and was immobile when she used his compact plus system to obtain a result of 125 mg/dl. Reporter stated that she called the paramedics who arrived and tested him with a result of 27 mg/dl twenty minutes later. Reporter stated they treated the customer with glucose intravenously and took the customer to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.